Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an adjustment, the patient¿s intracranial pressure monitoring showed the same result. Upright was 0 to -1 mmhg and supine was 4 to 7 mmhg. The device was replaced with another manufacturer's device, and the patient's status was noted as no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The valve did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve had been adjusted, but was still showing overdrainage (negative pressure) on the icp machine.